Event description:
The manufacturer received information alleging a ventilator had a "service required" alarm. There was no pt harm or injury reported. The device was evaluated by the manufacturer and the customer's complaint was confirmed. The device's system board was replaced to address the issue.